Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pain. The modular head, taper adapter and acetabular component were removed and replaced. Patient¿s legal counsel further reported patient allegations of inflammation, lack of mobility and elevated cocr levels. Additional information received in revision operative notes from (B)(6) 2013 indicates the revision procedure was performed due to pain and metal hypersensitivity. The revision operative report noted fluid and an osteolytic cyst. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received noted patient underwent right total hip arthroplasty on (B)(6) 2001. No revision has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2013-04190/ -04214/ -04215 & 2014-03352/ -03353).